Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion being treated was located in the right renal artery. A 4.50x12mm veriflex stent delivery system (sds) was advanced to the lesion and it was noted that the stent was not on the balloon. The sds was pulled back into the guide catheter and removed from the body. Fluoroscopy was performed of the entire patient anatomy and the stent could not be located. The guide catheter, guide sheath, sterile field and original veriflex packaging were also searched and the stent could not be found. A new guide catheter was advanced and the procedure was completed with a different device. No additional patient complications occurred and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).